Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via call that they were experiencing high blood glucose level 503 mg/dl and treated by manual injection. Insulin pump was not on auto mode. Customer declined troubleshooting for high blood glucose level. Customer stated that 3 sets received insulin flow block alarm and event resolved by changing full set. Device will not returned for analysis.